Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-3194 investigation conclusions -140 = in30af per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. However, inpen was received with novolog cartridge holder versus a humalog making it difficult to lock in place. Unit paired successfully to commercial app. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Inpen passed front cap investigation. Commercial app does state is humalog in use however, novolog cartridge holder is the incorrect fit making it difficult to install and remove. In conclusion: inpen received without humalog cartridge holder making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder stuck inside base cartridge cavity is confirmed. This is a humalog inpen with the correct humalog bayonet fitting and a novolog cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin cartridge was not fitting inside the insulin cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the customer was informed that the inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.